Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not forming properly. Another instrument was pulled and the case was completed with no patient consequence.